Manufacturer narrative:
(Information was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected prior to use.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a printed circuit board failure. Also, the device evaluation found image failure due to lcd panel failure. The screen coating was removed.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition lcd monitor power went out during an unknown diagnostic procedure, causing a 5-minute delay to switch to another monitor. The procedure was completed using another monitor. There was no other patient impact aside from the delay. There were no reports of patient harm.